Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when any disposable was fitted into place, the warmer alarm sounded, indicating that the fluid set was not properly fitted. There was a "check disposables" interlock alarm issue. A slight adjustment of the microswitch lever was performed and the problem was fixed. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: product was not returned for evaluation. However, photographic evidence of the microswitch provided by the customer showed a bent microswitch lever, confirming the customer's indicated failure. This is known for preventing the microswitch to properly sense the disposable and activate as the disposable set is attached to the interlock block. The root cause was the deformed microswitch lever. No repairs were done as no device was returned. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.